Manufacturer narrative:
The event of a patient¿s ipg being inoperable was reported to abbott. Patient could not charge the device and was not able to turn the generator on after turning the generator off. Technical support reached out to the local rep to confirm is the device was inoperable. On 01 feb 2023, it was reported the patient¿s telephone number was disconnected. No additional information was provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. Surgical intervention may be pending to address this situation.